Event description:
A pt was admitted with left renal calculus. C-arm worked initially, but shut down and would not fluoro while initial set up was being completed. The system was re-booted 3 times with no success. Clinical engineering was called. Monitor changed out with older c-arm. The case was finished uneventfully. The case was delayed 50 minutes due to equipment failure.